Event description:
Multiple attempts were made to confirm if re-intervention was completed for the patient and no additional information was received. This complaint will be updated if additional information is received at a later time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type ia endoleak. It is unconfirmed if the device landed and deployed as planned and expected due to lack of pre- and post-implant diagnostic images. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be monitored. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device code - remove 1068. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, a type ia endoleak was detected during routine follow-up. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.